Manufacturer narrative:
Upon completion of the investigation it was noted that when the device was returned it was returned without the proximal connector. It might be possible that the connecter may have discarded during the explants of the device. This however could not be determined. There was also a hole in the needle chamber, which appears to be consistent with a needle hole. During the investigation of the device it was found that the valve conformed to the specifications. It functioned as it was expected. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the device was implanted via v-p shunt. The patient then developed incontinence. The contrast radiography was conducted and found that the ventricles of the patient¿s brain became large. A blockage of the valve and a kink of the abdominal catheter were suspected. As a result, the device was revised.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.